Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted on into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to fretting and metallosis on the trunnion after patient complaint of instability and pain. Rep reported the trunnion was worn at the stem.

Event description:
It was reported that patient's right hip was revised due to fretting and metallosis on the trunnion after patient complaint of instability and pain. Rep reported the trunnion was worn at the stem.

Manufacturer narrative:
An event regarding wear (revised due to fretting and metallosis on the trunnion after patient complaint of instability and pain. Rep reported the trunnion was worn at the stem) involving an accolade stem was reported. The event was confirmed. Method & results: -product evaluation and results: not performed as device was not returned. However, an image showed trunnion wear at the taper and neck of the stem. There was black material on the taper area and on the porous part as well as blood and biological material. -medical records received and evaluation: not performed because no medical records or x-rays were made available for evaluation. -product history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the event of wear was confirmed based on an image that showed trunnion wear at the taper and neck of the stem. There was black material on the taper area and on the porous part as well as blood and biological material. The root cause could not be determined because the device was not returned for evaluation and insufficient medical information was provided. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.